Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was displaying "localizer not connected". The camera was getting power with an amber light. The manufacturing representative rebooted the system and then the localizer connected. It was noted that it was likely the system was not powered on for over 3 minutes, so communication internally was not completely established. There was no patient involved.

Manufacturer narrative:
Additional information was received indicating that the system was serviced at the time of the event and performed as intended and passed a system checkout. No parts were replaced, since a reboot rectified the issue. If information is provided in the future, a supplemental report will be issued.